Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artifical disc. Complainant report a migration of the implant due to trauma. It was reported that the pt was crossing a street and was pulled out of the way of traffic. This resulted in hyperextension of the pt's spine. Pt was brought to surgery. However the disc could not be retrieved at that time due to required vascular repair. The pt was later transferred to another surgeon for retrieval of the disc. As surgical intervention was required.